Manufacturer narrative:
A steris service technician inspected the table and found hydraulic fluid to be leaking. Both the supply and return hydraulic hoses from the motor/pump to the hydraulic manifold were leaking fluid. The technician repaired the table, confirmed proper operation and returned the table to service. The table was manufactured in 2009 and is not under a steris service contract. The table is serviced and maintained by the user facility.

Event description:
The user facility reported that during a patient procedure, the table stopped responding to commands for height adjustment via the hand control and auxiliary switches. The patient procedure was completed successfully and no injuries or procedural delays/cancellations were reported.